Manufacturer narrative:
Results: the regulator knob was loose. During functional analysis, the penumbra system aspiration pump max (pump max) was plugged in and powered on, but was unable to generate sufficient vacuum. An external calibrated gauge was connected to the pump and insufficient vacuum was present. The pump housing was then opened by a penumbra investigator after functional analysis. It was observed that the outlet piston crown was corroded and there were fragments of metal stuck to the gasket. The inlet valve of the outlet cylinder was fractured off, and could be seen stuck inside the outlet valve. Conclusions: evaluation of the returned device confirmed that the pump was unable to generate full vacuum. The calibrated vacuum gauge confirmed that the pump had insufficient vacuum pressure. The pump housing was opened by the penumbra investigator; it was observed that the outlet piston crown was corroded, and there was fragments of metal stuck to the gasket. The inlet valve of the outlet cylinder was fractured off, and could be seen stuck inside the outlet valve. The damaged inlet valve was the likely root cause of the reported difficulty reaching full vacuum. Further evaluation revealed that the regulator knob lock nut was loose on the pump housing. The root cause of this failure could not be determined. Penumbra pumps are visually and functionally inspected during incoming quality inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system aspiration pump max 110v (pump max). During the procedure, the pump max performed as intended to remove clot in the superficial femoral artery (sfa) and was then turned off. Next, the physician turned the pump max back on for the second pass and noticed that the aspiration pressure would only reach -10 inhg. Even though the pressure only reached -10 inhg, the same pump max was used to complete the procedure. There was no report of an adverse effect to the patient.